Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net with low out of range pacing impedance, decreased sensing, and noise episodes on the right ventricular lead. A lead revision procedure was suggested to a healthcare provider. Patient will continue to be monitored. No patient symptoms or condition were reported.

Event description:
New information received noted that patient was brought into the clinic. All measurements were within normal limits. Patient had no issues and will continue to be monitored instead of a lead revision.